Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per the service order, troubleshooting was performed on the console and it was determined that the on/off switch was defective. The on/off switch was replaced. The console was tested to factory specification. Reference: (B)(4).

Event description:
On (B)(6) 2013, rotaflow console with serial number (B)(4) at (B)(4) was reported to have shutdown during use. The customer started hand cranking until replacement unit was brought in. No adverse effects were shown by the patient. Reference: (B)(4).